Event description:
It was reported that the atrial lead of the pacemaker system exhibited intermittent noise that was sensed by the pacemaker and resulted in inappropriate mode switching to atrial tachy response. The atrial lead measurements were normal and stable. Technical services recommended further review of the atrial lead. No adverse patient effects were reported.